Manufacturer narrative:
Insulin pump received with detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer treated high blood glucose with bolus. Customer states bottom of the insulin pump was came off. Customer states insulin pump was broken. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.